Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a supply change and subsequently completed a full supply change, reconnected using the companion device, and observed blood glucose levels trending down afterward; the event is associated with a medical device problem characterized as a complete blockage involving the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in conjunction with a complete blockage of the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.